Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was provided of the lens in the eye. There appears to be a mark or crack across the center of the optic. No determination can be made from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, a long linear scratch on the posterior face of the optic right through the visual axis immediately after injection. Additional information was requested and received inserted and removed the lens, slightly larger incision than planned, edges of the tip of the cartridge look very rough and chipped.

Manufacturer narrative:
The used company cartridge was not returned. Viscoelastic was observed on the lens. The lens has a long narrow scratch on the posterior surface of the lens. The scratch extends from the center toward one optic/haptic junction area. This type of narrow scratch has been associated with instruments used to grasp the lens (metal forceps). Qualified associated products were indicated. The root cause for the observed lens damage could not be determined. The used company cartridge was not returned for evaluation. A determination cannot be made without physical evaluation of the complaint product. The observed scratch extends from the center toward one optic/haptic junction area (posterior surface). This type of narrow scratch has been associated with instruments used to grasp the lens (metal forceps). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that there was no patient harm and patient was not hospitalized. It was noted that scratch was oriented 6-12 o¿clock. Upon injection, the scratch would be at 3-9 o¿clock, but when surgeon position the lens into the bag, it was rotated to about 90 degrees clockwise to arrive at the 6-12 orientation.